Event description:
It was reported that this was a venous closure of the right common femoral vein using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr). Reportedly, after the footplate was opened for deployment, the prostyle footplate would not go down. The device was stuck. A vascular surgeon was called and a cut down was performed to remove the device. The sheath was upsized to 16f and the tavr procedure was completed. Hemostasis was achieved via surgical suturing. There was a reported clinically significant delay in the procedure and hospitalization was prolonged. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Reportedly, femoral imaging was not performed. It should be noted that the electronic perclose prostyle instructions for use (eifu), states: perform a femoral angiogram to verify the location of the puncture site. In this case, it is unknown if the reported IFU violation contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the difficulties could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.